Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was not returned. Additional information was received that the reason for the ipg replacement was patients preference to be implanted with a smaller ipg. No device malfunction was suspected.